Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a button alarm occurred. Customer reported that the alarm possibly impacted their blood glucose (bg) levels as they had been high; however no specific bg value was provided. During troubleshooting with tandem technical support, customer was advised on how to prevent the alarm from occurring.